Event description:
It was reported there was a cerebrospinal fluid (csf) leakage that occurred during the implantation. The case was aborted and the lead was not implanted. Laminectomy and while trying to place the lead, they noticedthe lead. The outcome of the patient post op was unknown. There were no product issues alleged. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type implantable neurostimulator, product ID: neu_unknown_lead, product type: lead. (B)(4).